Manufacturer narrative:
Eval is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the reported complaint could not be duplicated by testing on the blood loop. No oxygen saturations (so2) inaccuracies were observed after an in-vivo calibration was performed. The so2 values were found to be inaccurate prior to an in-vivo calibration, but with the new software no accuracy is claimed until one is completed. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the blood parameter monitor (bpm) the venous saturation blood gas was reading at 69. But the actual was 74. Issue occurred ten to fifteen minutes after initiation of bypass. The device was not changed out, as they compared the blood gases and adjusted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: the reported issue was that the saturated venous oxygen (svo2) measures of the bpm did not match those measures of a laboratory analyzer (I-stat). This bpm was gas calibrated with the 540 calibrator prior to cpb. There were no issues with the color chip test at start-up. This was an adult procedure and early in cpb, the bpm was measuring the svo2 5% points or more (some cases 12-15%) lower than expected, even though the blood color indicated the saturations were higher. Even after invivo calibrations it continued to trend lower than the I-stat. There was no pt history of hemoglobin (hgb) issues or bilirubin problems and no indication that interfering dyes had been administered. There were no error codes displayed. The case was completed successfully, without delay and without associated blood loss. There were no pt missed treatments based solely on the svo2 data. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00187. This bpm is on software version 1.69. The customer was not having the reported issue prior to the software upgrade. At this time, the customer does not want to send the unit in to the manufacturer for eval.